Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Unknown procedure -" co2 leakage by the trocar and black piece of rubber found inside the patient abdomen probably coming from the trocar valve. Retrieval of the foreign object with an atraumatic grasper. " original: "fuite de c02 par le trocard et morceau de caoutchouc noir retrouvé dans l'abdomen du patient provenant certainement de la valve du trocard. Retrait du corps étranger avec une pince à préhension atraumatique." Patient status - no patient injury.